Event description:
It was reported that blue markings on the instrument tray dissolve during reprocessing and become affixed to the instruments. The instruments could not be used due to potential contamination.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.